Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger with the anterior needle tip, suture with a posterior needle tip, link and cuffs were not returned. Without the return of these components, the scope of this investigation was limited. The analyses of the returned components were normal for a deployed device. The device had been deployed with blood present in the device. A proxy plunger was inserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the reported experience could not be confirmed. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training of the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the suture was deployed and as the suture trimmer was being advanced at a 45 degree angle, the suture "snapped" below the knot. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.